Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that the device under delivered on channels a and b. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
Eval summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -7.55% on channel a and -8.80% on channel b from the desired amount. The specification of this device is +/-5%. This issue is currently being investigated under mdq-CAPA-164.